Manufacturer narrative:
(B)(4). The product has not been returned to the MFR. A review of the mfg records showed no anomalies. No impact to pt was reported. All of our valves are 100% tested at time of MFR.

Event description:
It was reported that no csf would flow when the valve was pumped.